Event description:
The following info was provided on a device tracking registration form: unable to place stent, attempt withdrawl, sheath removed, stent in profunda artery. Additional info indicated stent was snared. Although no pt injury or invervention was reported this report is being filed since this type of event could cause an adverse event if it were to recur. The instructions for use indicate that embolization is a known inherent risk of stent implantation procedures.